Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report..

Event description:
It was reported that patient failed to charge the ipg as recommended. The ipg was deemed inoperable. Surgical intervention may take place to address the issue.